Event description:
During placement of the plastic sheath on the outside of the catheter where the hard and soft catheter meet slid down the catheter. This caused the dome to not sit properly against the pt's stomach. This was noticed when the endoscope was inserted to verify position. Surgeon was called into procedure where he then enlarged the stoma site and used a hemostat to remove the sheath. Device remained in pt with no ill effects.